Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.' Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.

Event description:
Company representative reported on behalf of physician, "had trouble getting these two implants out of their packaging." Device was not implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: tyvek or thermoform sticking: unable to observe through photos no additional observations are performed. Further actions are required as no manufacturing issues are observed.